Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 174, 156, 149 and 155 mg/dl. The customer had not been using the correct testing technique. The customer¿s expected am fasting blood glucose test result range is 89-111 mg/dl and expected pm fasting blood glucose test result range is 105-116 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 03/22/2023 and the product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer fasting (pm) and produced test results of 132 mg/dl and 124 mg/dl using true metrix go meter; the customer was satisfied with the results obtained. The meter memory was reviewed for previous test result history: result 1: 174 mg/dl, date: (B)(6) 2021, time: 12:44 pm, fasting am; result 2: 156 mg/dl , date: (B)(6) 2021, time: 12:43, fasting am; result 3: 116 mg/dl , date: (B)(6) 2021 , time: 11:30 pm, fasting pm; result 4: 149 mg/dl ,date: (B)(6) 2021 , time: 11:17 pm ,fasting ; result 5: 155 mg/dl ,date: (B)(6) 2021 ,time: 11:20 am ,fasting.

Manufacturer narrative:
Sections with additional information as of 03-march-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.